Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d6b, h6

Event description:
Healthcare professional reported "suspected rupture". Diagnosed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 2608890: - 1377005: device migration, drainage - ndr. Device returned to device analysis. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 (v6.0) the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional later reported right side was not ruptured. Un-reporting record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.